Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No hardware low level failures alarms noted during testing however, the downloaded history files confirmed hardware low level failures is found in the downloaded history files due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.